Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of sinus problems, spots on nose, headaches. There was no report of serious and permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.